Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg is inoperable as he hadn't used or charged his system for several months. An sjm representative met with the patient and confirmed communication could not be established with external devices and an error code was displayed. Surgical intervention may take place at a later date to address the issue.